Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the handpiece had no torsional during surgical procedures. Additional information has been requested.

Manufacturer narrative:
The customer returned five (5) handpieces. It is currently unknown which handpiece was used on which patient. All four were returned for evaluation. S/n: (B)(4). The handpiece was received for evaluation. A visual assessment of the returned handpiece found no visual nonconformities. The returned sample was tested for a foreign particle found by the site. Particulates were observed and sent for analysis. The handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. When the handpiece was connected to a resistance test box, variable resistance (100-300k) was observed on a dmm. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, in which the handpiece failed to meet specifications. Disassembling the handpiece found moisture ingress within the electrode chamber. The handpiece was manufactured on july 29, 2016. Based on qa assessment, the product met specifications at the time of release. S/n: (B)(4). The handpiece was received for evaluation. A visual assessment of the returned sample found no visual nonconformities. The handpiece was tested for a foreign particle found by the site. Particulates were observed and sent for analysis. Using microscopic fourier transform infrared spectroscopy (micro-ft-ir), the presence of a foreign material was confirmed. Microscopic examination shows a few natural, blue particles up to 1.8 mm in length, (which closely matches cotton). The root cause of how these foreign particles got into the handpieces remains inconclusive as none of these materials are known component of the irrigation/aspiration part of the handpiece. The handpiece was connected to a calibrated system. A system message (sm) displayed when the handpiece attempted tuning. When the handpiece was connected to a resistance test box, variable resistance (100-300k) was observed on a dmm. Disassembling the handpiece found moisture ingress within the electrode chamber. The system was manufactured on july 29, 2016. Based on qa assessment, the product met specifications at the time of release. S/n (B)(4). The handpieces was received for evaluation. A visual assessment of the returned sample found the handpiece to be third party repaired. The handpiece was not required to having functional testing performed on it due to it being third party repaired. Disassembling the handpiece confirmed that there was also tampering within the electrode chamber. With no additional, related information provided, the customer reported event was not able to be confirmed as the handpiece was found to be a third party return. The handpiece was manufactured on july 29, 2016. Based on qa assessment, the product met specifications at the time of release. S/n (B)(4). The handpiece was received for evaluation. A visual assessment of the returned sample found no visual nonconformities. This handpiece was tested for a foreign particle found by the site. Particulates were observed and sent for analysis. Using microscopic fourier transform infrared spectroscopy (micro-ft-ir), the presence of a foreign material was confirmed. Microscopic examination shows a few natural, blue particles up to 1.8 mm in length, (which closely matches cotton). The root cause of how these foreign particles got into the handpieces remains inconclusive as none of these materials are known component of the irrigation/aspiration part of the handpiece. This handpiece was connected to a calibrated system. A system message (sm) displayed when the handpiece attempted tuning. When the handpiece was connected to a resistance test box, variable resistance (100-300k) was observed on a dmm. Disassembling the handpiece found moisture ingress within the electrode chamber. The handpiece was manufactured on july 29, 2016. Based on qa assessment, the product met specifications at the time of release. S/n (B)(4). The handpieces was received for evaluation. A visual assessment of the returned sample found the handpiece to be third party repaired. The handpiece was not required to having functional testing performed on it due to it being third party repaired. Disassembling the handpiece confirmed that there was also tampering within the electrode chamber. With no additional, related information provided, the customer reported event was not able to be confirmed as the handpiece was found to be a third party return. The handpiece was manufactured on july 29, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of the handpiece having no torsional power can be attributed to moisture ingress causing a short circuit from the high electrode to ground. However, how or when moisture entered the handpieces remains inconclusive. Also, based on the information obtained, the root cause of the reported event of particulates cannot be determined conclusively. (B)(4).